Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had a whitish foreign material found inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where it was also found that there was a burnt plastic distal end cover and foreign material on the scope connector case unit. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, it is possible that the user couldn't perform reprocessing properly and remove the foreign material due to leakage from the insertion section. A definitive root cause cannot be determined for the burnt plastic distal end cover. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic system, inspection of the endoscope, using endotherapy accessories. Olympus will continue to monitor field performance for this device.